Event description:
The event involved a 5" (13 cm) bag spike adapter w/spiros¿ w/red cap, vented cap where it was reported that after the one-hour drug infusion, leaks were observed. Oxaliplatin was involved in the event. There was patient involvement reported, and no patient harm/adverse event reported. There was no delay in critical therapy.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). The device is available for evaluation-it has not been received. The investigation is pending.

Manufacturer narrative:
One photo was received for evaluation which a leak from inside the spiros is observed, no additional damage or anomalies were noted. One used device was also returned for evaluation which was connected to an unknown, bag spike w/ micorclave, one 5% dextrose 250ml bag and one used extension set w/ piercing pin on (B)(6) 2025. As received no physical damage or anomalies were noted. The set was primed as returned and a leak from between the spiro and shunt was confirmed. Complaint of leak can be confirmed. The probable cause was due to incomplete insertion during manual assembly at manufacturing. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.